Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown . Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified 4ml serum blood collection tubes the tubes are escaping from the needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: (the tubes are "escaping" from the needle), customer reports it's happening with 4ml serum tubes, in about 50% of tubes. There was no damage, the tube's stopper comes out, putting in risk the safety between the professional, patient and material drawn. Professionals proper use ppe, blood got in contact with uniform and on the floor.

Event description:
It was reported when using the unspecified 4ml serum blood collection tubes the tubes are escaping from the needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "(the tubes are "escaping" from the needle), customer reports it's happening with 4ml serum tubes, in about 50% of tubes. There was no damage, the tube's stopper comes out, putting in risk the safety between the professional, patient and material drawn. Professionals proper use ppe, blood got in contact with uniform and on the floor.¿.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.